Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu _unknown_pump, product type: pump.

Event description:
It was further reported that in addition to the two prior hospitalizations for overdose, the patient was hospitalized again most recently until ¿last week¿ to treat an overdose. Reportedly, this recent one was a medication overdose caused by an abusive ingestion of oral opioid. The cause of the overdosing events was reported as due to multiple drug associations. Reportedly, the patient currently had implanted two synchromed ii pumps (1 of 40ml and 1 of 20ml), two ¿medular generators¿ and also took oral medications. Both pumps currently remain implanted and infusing medications in the patient ¿normally.¿ there was no plan to explant the pumps. The patient¿s status was reported as discharged from the hospital. One pump serial was recently reported as (B)(4). Additional information was requested to clarify the serials of the implanted pumps and medications delivered from each pump. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient from (B)(6) has had two overdoses in the past 30 days. One was three weeks ago and the other was 10 days prior to the date of the call. The patient was in the ICU in (B)(6) and then released. The physician wanted to lower the medication and remove the pump. The patient has since returned to (B)(6). It was thought that a united states physician had not been established. This device system delivered fentanyl, droperidol, and morphine. No further information was obtained. Implant date was approximated. Additional information was requested to clarify troubleshooting, resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the patient was not admitted in (B)(6), united states, but was admitted twice at a hospital in (B)(6), the last time being (B)(6) for medication overdose treatment caused by abusive ingestion of oral opioid. In addition to the two pumps and two medular generators, the patient had two cerebral generators.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump issue. The reporter wondered whether recalls could be causing the pump issues.